Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of "air in line" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unknown since this item was found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The air in line alarm was confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The ultrasonic sensor, ultrasonic pusher and processor circuit board were replaced.